Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is currently underway. As received the belt failed incoming pulse testing. A root cause is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt. The patient received a replacement monitor.

Event description:
During servicing of (B)(6) male patient's electrode belt which was associated with a treatment event, a reportable problem was discovered. The electrode belt failed incoming testing.